Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump was replaced because the battery went dead. The patient reported not being exposed to the sound which a pump made after the battery was to become dead when the patient had their pump placed in the beginning.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-03. It was reported that the patient first started experiencing the "battery going dead" on (B)(6) 2016. The hcp was not aware that the patient was not exposed to alarm. The cause of the battery going dead was determined to be end of life. The current status of the explanted device was unknown.